Event description:
The lead was explanted and replaced due to upgrade to bi ventricular device. The lead was returned for analysis and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned for analysis. Analysis determined the outer insulation breached environmental stress cracking (esc). Blood/body fluid was observed in/on the helix/lobe mechanism and on all conductors (not obstructed). It was also noted the outer insulation was melted, had cosmetic esc and a white substance. The inner insulation had cosmetic metal ion oxidation.